Event description:
It was reported that the patient never had therapeutic effect. The device was not working since implant and the patient had multiple adjustments. It was noted that the patient was working with their health care provider (hcp) and they wanted to do an implantable neurostimulator (ins) on the other side. Testing had been done on the device and no malfunction was reported. It was stated that the patient had one adjustment where they were leak free for 2 days, but then the leaking came back on day 3. The patient wanted to know who they should work with for moving forward on their second implant. It was noted that the manufacturer representative never returned the patient¿s phone calls. The manufacturer representative would call the patient. Additional information received reported that the patient was scheduling a revision with their hcp.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v842736, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).